Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient transferred from sunrise (scm) to pyxis was not displaying correctly, appearing under ICU instead of the intended 2pcu unit, although sunrise reflected the correct assignment. A technical support specialist (tss) confirmed that both the station and server showed the patient assigned to 2pcu; however, the specific station (3so) only had the area ¿koko 3so¿ configured, which is not mapped to that unit. The discrepancy was identified as an area assignment/setup issue, and the customer was consulted regarding making configuration changes or reassigning the patient. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary patient transferred from scm and not showing correctly in pyxis. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.